Event description:
The customer reported the charge button failed during op check.

Manufacturer narrative:
The customer reported the charge button failed during op check. Note that op check failure alone does not indicate a device malfunction. The unit was then evaluated at philips, and the symptom was verified. The charge button failed to charge the device in manual mode. Replacing the processor pca resolved the issue.